Event description:
The following has been reported:customer reported: description: leaking from the port closest to patient, plunger inside the port gets stuck. Nivolumab all over the floor. No sample.a preliminary review identified the following issue: administration set leak (external part).an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.